Event description:
It was reported that there was air seen on the echocardiogram intraoperatively by the anesthesiologist. The surgeon was concerned that air had gone to the brain and was concerned for cavitation since central venous pressure (cvp) was 1mmhg and there was flow loss on the heartmate 3. The low flow alarm was visualized on the heartmate touch as the extended silence was on. The surgeon decided to place the patient back on cardiopulmonary bypass (cpb). De-airing was redone and fluids were given for optimal cvp. The implant procedure was complicated by ventricular fibrillation, the air embolus, and right ventricular failure. The patient left the operating room on a lot of medical support and nitrous oxide. The patient was taken to the cardiac surgery intensive care unit (csicu) and the vad was stable. Electroencephalogram was performed for diagnosis, which showed showed some ischemia but was improving and neurologically intact. The patient had mild right ventricular failure pre-implant, and a device related issue did not contribute to right heart failure. The patient had a history of arrhythmia pre-lvad, and the arrhythmia was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient passed away on (B)(6)2022 due to sepsis (related MFR report #: 2916596-2022-11707). No product is available for investigation. The relevant sections of the device history records for mlp-029826 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 14feb2022. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists other neurological events (not stroke-related), cardiac arrhythmia, sepsis, death, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 5 of the IFU, ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.